Event description:
It was reported to philips that the system failed to perform exposures. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system cannot be exposed. Review of the system log file showed that the handswitch was not fully released. Fse cleaned the handswitch and the system was working as intended. Later the issue reoccurred and the handswitch was replaced in that work order. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.